Event description:
As reported by the (B)(4) study indicated that post deployment of the angioguard filter there was flow arrest in the right ica followed by the patient experiencing left sided weakness, confusion, not following commands and aphasia that were diagnosed as an ischemic stroke. The angioguard also caused significant spasm to cause stasis of flow and a dissection in the petrous carotid that treated with an additional stent. The patient was symptomatic at the time of the index procedure after having experienced amaurosis fugax lasting 30 min prior to the procedure. Baseline nih and rankin scores were 0, respectively. Cas was being performed on a 90% occluded lesion in the ostium of the right internal carotid artery of 20 mm in length in a 5.0 mm vessel diameter with mild vessel tortuosity. The arch ii lesion was moderately calcified. A 5 mm medium support angioguard embolic protection device was successfully deployed, the lesion was pre-dilated with a 4.0x40 mm boston scientific balloon and a 10x40 mm precise pro rx stent was successfully deployed at the target lesion. Post-dilation was also performed 5.5x20 mm boston scientific balloon. Post precise placement and angioguard removal a wingspan stent was deployed at the site of the dissection. The residual diameter stenosis measured 0%. There is no documented presence of air bubbles during the procedure. Additional heparin was administered and the patient remained on the heparin drip overnight. The patient had residual symptoms at discharge including left sided upper extremity weakness and partial left neglect with an nihss of 2. The patient was discharged 5 days later. Nih and rankin scores were each 3 at discharge. Addendum ((B)(4) 2013): adjudication minutes received indicated that there was thrombosis and the stroke was embolic.

Manufacturer narrative:
The adjudication minutes received indicate that the patient is a (B)(6) man with a history of dyslipidemia, chf, hypertension, and tia. The site also reported chronic atrial fibrillation with coumadin administration. Pre-procedure on (B)(6) 2012, the nih stroke scale score was 0 and the rankin stroke scale score. Was 1. On (B)(6) 2012, he underwent the index procedure with delivery of the angioguard xp ecgw device, pre-stent balloon angioplasty, placement of one precise pro rx stent and poststent balloon angioplasty in the right ostial ica. Control angiography revealed complete occlusion of the right ica by the angioguard xp ecgw "likely due to vasospasm and decreased pore size of the angioguard device." The angioguard xp ecgw was removed. A control angiogram demonstrated a probable spiral dissection arising from the proximal petrous into the cavernous carotid artery, "likely resulting from the distal protection device." In addition, there was an in-stent thrombus adherent to the distal aspect and medial aspect of the stent extending from the proximal ica to the distal cca. A wingspan stent was delivered and deployed to cover the dissection that resulted in improved flow through the right ica. The catheterization report also noted that a "proximal portion of dissection appeared to be tacked down." A 5000-unit bolus of heparin was administered. Cerebral angiography was performed, revealing a distal m4 occlusion. The neurological event form reported that at the time of the index procedure, the patient developed behavioral change, aphasia, left hemiparesis and hemineglect. The site reported a 0% final residual in-lesion stenosis. The catheterization report listed the following procedure complications: a right mca embolus to a single m4 branch, right petrous ica dissection due to the angioguard device, and a thrombus adherent to precise pro rx stent. Post-procedure, on (B)(6) 2012, the nih stroke scale score was 6 due to drowsiness, minor left facial paresis, left arm and left leg drift, mild dysarthria and left hemineglect. Post-procedure, the patient was transferred to ICU on heparin drip with administration of asa and clopidogrel. A CT cerebral perfusion with contrast on (B)(6) 2012 at 18:55, revealed a normal CT perfusion of the brain. Later that day, there was a neurological exam change that prompted repeat angiography. At that time, the nih stroke scale score was 12 due to drowsiness, left gaze preference, partial hemianopia, minor left facial paresis, left arm and left leg without resistance to gravity, partial left sensory loss mild dysarthria and complete left-sided neglect. Repeat cerebral angiography on (B)(6) 2012 at 20:34, for a right mca stroke showed patency of the study stent with a filling defect similar to the filling defect identified earlier, at the time of index procedure. There was no evidence of propagation of the clot or increase in size. There was no evidence of any mobility of the thrombus and it looked stable. The intracranial circulation filled well, and there was no clear distal branch occlusions, which were present earlier. The dissection extending above a wingspan stent looks the same, not reducing the flow, and extends to the cavernous ica but not beyond. A brain CT scan without contrast on (B)(6) 2012 at 04:00, revealed no acute intracranial abnormality. Following repeat angiography, the patient returned to the floor intubated and was successfully extubated next morning. A brain CT scan without contrast on (B)(6) 2012 at 20:02 showed no acute intracranial. Abnormality. A brain CT scan on (B)(6) 2012 demonstrated small areas of hypodensity in the right frontal lobe. The fellow progress note on (B)(6) 2012 at 09:44, reported the nih stroke scale score of 3 (left arm and leg drift were noted) and the rankin stroke scale score of 3. The progress note on (B)(6) 2012 at 21:24 reported the nih stroke scale score of 4 due to drift in left arm and left leg, and mild decreased sensation with neglect. The rankin stroke scale score was 3. The discharge summary noted the patient's neurological exam rapidly improved by the next morning, suggesting reperfusion as the main cause of hemiplegia and neglect. It further noted that a head CT scan did show very small right frontal hypodensities, consistent with small stroke, but were too small to explain the extent of his weakness the previous day. According to the discharge summary, pre-discharge on (B)(6) 2012, the nih stroke scale score was 2 due to left arm drift and partial left hemineglect. The hospital discharge diagnoses listed cerebral reperfusion injury and a small stroke. The site reported an event of ischemic stroke and partial recovery with minor residual deficits. The patient was discharged on (B)(6) 2012 on asa and clopidogrel. Concomitant medications continued: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices continued: 4.0x40 mm boston scientific balloon, 10x40 mm precise pro rx stent, 5.5x20 mm boston scientific balloon and a wingspan stent. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 1016427-2012-00147 and 9616099-2013-00035.